Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during final deployment the valve moved out of the targeted location into the coronary sinus. The valve was snared and placed in the ascending aorta. A second transcatheter bioprosthetic valve was successfully implanted in the aortic annulus. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.